Event description:
Fire department personnel attended to a person diagnosed in cardiac arrest. The device was connected to the patient using disposable defibrillation electrodes. When the operator attempted to analyze the patient's ECG rhythm, the device reportedly displayed a continuous 'connect electrodes' alarm and use of the device was inhibited. A second set of electrodes was applied to the patient. The connect electrodes alarm reportedly continued. An ambulance crew subsequently arrived and took over care and treatment of the patient, using the same electrodes with no problems reported. The patient's outcome was not known.

Manufacturer narrative:
Medtronic continues to investigate the reported event.